Event description:
On (B)(6) 2015, the reporter contacted lifescan france, that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings where the subject meter read "30mg/dl" different between two tests. No exact values were given. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.